Manufacturer narrative:
Siemens is currently conducting an investigation of the reported event to determine the root cause. A supplement report will be submitted at the close of the investigation when more details are available.

Event description:
It was communicated that a case was completed. While waiting for the patient to be removed from the table, staff stated they needed to perform additional interventional procedures. The staff moved the robot from the park position to the normal working position over the patient. The procedure was ongoing for approx.. 8 min when the system locked up with an error message. While the operator was performing a system restart, the patient required CPR. The staff attempted to move the c-arm to better access the patient, but was unable. A siemens technician entered the room and activated the patient rescue function to manually move the c-arm away from the patient and staff were able to perform resuscitation. The patient was stabilized and removed from the exam room.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show a sporadic interruption of the connection from the inclinometer to the lti motor controller of the fd (flat detector). The failure occurred intermittently and the communication from the inclinometer to the lti motor controller of the fd-rotation was lost. The system is designed in a way that the fd-rotation and the collimator rotation are controlled as master/ slave (i.e. Communication where the fd-rot motor controller has unidirectional control over the collimator rotation motor controller). When the communication to the fd motor controller is interrupted, the collimator will automatically move to an end position and stops moving. The system detects this situation and informs the operator that the collimator "movement: end reached" and "collimator not aligned, sc". Furthermore the system switches to reduced speed mode and displays an error message where automatic drives (pre-defined, computer controlled movements) are inhibited. In the described situation, it is possible to maintain patient access by rotating the table and in case it is not tilted/cradled, also by moving it longitudinally and/or transversally. Following exchange of the affected components, the problem did not reoccur. No further actions are to be taken at this time.